Manufacturer narrative:
Follow-up # 1 ¿ (08/04/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed for this product. There was slight deviation of the allowable dating which in still within the industry standard. The minimum allowable dating remaining was change to 15 months instead of 16 months for all ex-us product shipment. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch vita enhanced meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 5x daily and her results are usually around ¿150 mg/dl.¿ the patient manages her diabetes with humalog insulin (8 units in the morning/ 14 units midday/ 16 units in the evening) and lantus insulin (15 units). The alleged issue began on (B)(6) 2014 at 615pm. The patient reported obtaining a blood glucose result of ¿187 mg/dl¿ with the subject meter. Based on the alleged result, the patient administered self an additional 2 units of insulin. About 15-20 minutes later, the patient claimed she felt low blood glucose symptoms of faintness, sweat, dizziness, convulsions, cold and ¿seemed to rave.¿ the patient retested her blood glucose with the subject meter and reported a result ¿lower than 20 mg/dl.¿ the patient drank orange juice and water with sugar as treatment. The patient reported feeling better 12 hours later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.